Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 625cc saline implant, catalog #3501695, lot #7287188. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with two mentor smooth round moderate profile 625cc breast prostheses where both implants deflated. As a result, the patient underwent bilateral explantation on (B)(6) 2018. This report is for the right deflated device.

Manufacturer narrative:
The date of implant was submitted incorrectly in the initial report. The actual date of implant is (B)(6) 2016. The date of implant field has been updated. (B)(4).

Manufacturer narrative:
The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage. No anomalies were found. Discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. The device history record (DHR) of lot number 7287188 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/20/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 3/22/2018, mentor became aware that the replacement devices were mentor smooth round high profile 380cc saline implants, catalog # 3503380, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).